Event description:
It was reported that during patient use a ventilator generated a screen block error. The patient was removed from the ventilator and placed on an alternate device. There was no report of patient harm or injury. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the touchframe printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.